Event description:
During a post-surgical CPR, the defibrillator failed to discharge; the pt was not resuscitated. The defibrillator was examined by a MFR's service rep. The internal paddles cassette connector was tight; considerable force was required to seat it properly. Otherwise, the defibrillator was found to be working properly. A new cassette will be installed.